Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified that there was dried blood inside the balloon material which suggests that there is a leak in the device. It is not known when the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon, however liquid was observed to be leaking from a 35mm long longitudinal tear stretching from the proximal markerband to the distal markerband. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.